Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced lower pelvic cramping, pain that runs from lower back to vaginal area, incomplete bladder emptying, post void incontinence, lateral cystocele, rectocele, vaginal vault prolapse, dysuria, standing to fully empty bladder, lateral cystocele, rectocele, vaginal vault prolapse, pelvic pain with sharp pains throughout left groin and recurrent anterior prolapse with incomplete bladder emptying that causes recurrent urinary tract infections. Patient had a cystoscopy that noted erythema consistent with incomplete bladder emptying and no signs of erosion, kinking or other abnormalities. Patient had a robotic assisted sacrocolpopexy, paravaginal repair, revision of the unknown pelvic device, release of a prior pubo-urethral device from another manufacturer and was discharged with a catheter.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.